Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit powers off after start up.¿. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for preventative maintenance with no reported allegation. Upon triage on (B)(6) the service tech found the unit powers off after start up.